Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the bottom piece of the double head brush head came off in his/her mouth; it was broken. No injury was reported.

Event description:
Consumer contacted via phone and stated that the bottom piece of the double head brush head came off in his/her mouth; it was broken. No injury was reported.

Manufacturer narrative:
On (B)(6) 2019 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.